Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system (performed and completed on (B)(6) 2010), "it may have been [placed] a bit tight." The plastic sheathing did not come off easily after one leader loop was cut and the mesh "seemed to draw tighter when they pulled [it] through." Following the procedure (event date unknown), the patient was reported to have "difficulty voiding, high amount of residual volume." The physician implanted a straight catheter. Following the implantation of the straight catheter, the patient is "voiding a little bit" and "feeling slightly better." The physician is currently monitoring the patient and is waiting to see if the issues resolve before planning any further intervention.

Manufacturer narrative:
The patient's exact age is not available, but is reportedly at least (B)(6) of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.